Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify critical pump error or pump error 35 due to blank display. Device received with corroded battery tube and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had critical pump error and a broken force sensor was detected during seating or regular delivery error. Customer stated the insulin pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.